Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge due to perpetual rebooting. The receiver download retrieved and attached: failed - perpetual rebooting. Functional test: failed - unable to perform - perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed. The customer complaint was confirmed due to reboot receiver - error recovery followed by "screenrecoverableerroralarm". The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.